Manufacturer narrative:
The ventricular output connector was confirmed to be broken, and the atrial connector was also found to be broken. The lower case and hanger were found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) ventricular output port required repair. The epg was returned for service. There was no patient involvement.